Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that there was an occlusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
A sample was not required for investigation of this feedback as the customer provided a photograph of the affected sample. Analysis of the photograph confirmed the customer's experience with the silicone pumping segment identified to have bulged. As part of the investigation, the customer confirmed that it is unlikely that a bolus had been applied to the infusion line. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 19106880 and 19113222 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. Without further information, it has not been possible to determine what factors may have led to the customer¿s experience in this instance. A review of the database indicates that there have been a small number of similar complaints, however they have not been attributable to a product defect or manufacturing issue. H3 other text : see section h.10.

Event description:
The reported feedback suggests that there was an occlusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.